Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07244. It was reported that far r wave oversensing was noted on the patient's device. Couple of episodes of noise were noted on the right atrial (ra) lead. Programming changes were made to address oversensing. No intervention was made to address lead noise. The patient did not experience any adverse consequences.